Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a symptomatic patient presented to the emergency room. Upon interrogation the right ventricular lead exhibited high capture thresholds, variable sensing and an increase in lead impedances. The lead was capped and replaced.